Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen electrode was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when the device was removed from the package and the tines were extended, two of the tines were twisted on each other. The procedure was completed with another leveen electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.